Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm5_ 13.2 implantable collamer lens of diopter -10.5 into the patient's right eye (od) on (B)(6) 2021. On (B)(6) 2023 the lens was exchanged for a longer length lens due to low vault. The problem was resolved. The cause of the event was reported as unknown.

Manufacturer narrative:
A4-a6: unk. Claim (B)(4).